Event description:
It was reported that during an internal carotid artery (ica) aneurysm case, when the subject stent was attempted to be deployed for second time, the proximal part of the subject stent got detached from the re-sheath pad. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent delivery wire (sdw) was returned inside the microcatheter. The sdw was advanced through the microcatheter with slight friction and the stent was not attached (because the surgeon requested to check the stent on the table for any kinks after the surgery) and the sdw was kinked/bent between the petal/distal protection assembly (dpa) and approximately 8cm from the distal end. The petal/dpa was covered in blood and thrombus. Blood was also noted on the re-sheath pad and marker bands. The blood was removed to continue inspection. Blood still remained on the petal/dpa, but it was fully intact. While traces of blood still remained under the re-sheath pad, the re-sheath pad and both the proximal and distal marker bands were intact and no other anomaly was noted. The stent was not returned (it was retrieved outside the body safely per the event description). The introducer sheath was not returned. Functional inspection was not required as event was confirmed based on analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated there was no anomaly noted to the packaging/device prior to use on the patient. There was no resistance when taken out of dispenser hoop/protective tube. The device was prepared for use as per the directions for use. The defect was not identified at the time of preparation. Continuous flush was set up and maintained throughout the clinical procedure. Access was through femoral. The patient¿s anatomy was severely tortuous, but location of the aneurysm was not at the tortuous anatomy. The aneurysm was not located at the tortuous anatomy. The size of the flow diverter was appropriate for treatment site. The outside diameter of the delivery wire used was 0.014. The rotating hemostasis valve (rhv) of the delivery catheter was tightened prior to system induction and there was no friction with the guidewire during system guidance. The rhv of the delivery catheter was properly loosened during stent deployment. The position of the delivery catheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter implant was confirmed between the two marker bands. The system was advanced to the target site. The location of the flow diverter when it failed to open was the internal carotid c3. After stent placement, it was not verified that the stent was fully dilated along the vessel wall. The proximal stent strut was detached from re-sheath pad. The stent proximal marker was not in its normal position and moved to the distal re-sheath marker, making it difficult to safely proceed with the implantation procedure. There was probably no damage to the stent during use. There was no damage noted to the stent or the stent delivery wire (sdw). The flow diverter was recaptured/re-sheathed back during the procedure 2 times. The stent will not be returned attached to the sdw because it was pushed out of the microcatheter because the surgeon requested to check the stent on the table for any kinks after the surgery. The patient received dual anti-platelet agents prior to the procedure, post procedure. Product analysis found the sdw was returned inside an microcatheter. The sdw was advanced through the microcatheter with slight friction and the stent was not attached and was not returned (because the surgeon requested to check the stent on the table for any kinks after the surgery). The sdw was kinked/bent between the petal/dpa and approximately 8cm from the distal end. The petal/dpa was covered in blood and thrombus. Blood was also noted on the re-sheath pad and marker bands. On removal of the blood, the petal/dpa was fully intact. The re-sheath pad and both the proximal and distal marker bands were intact, and no other anomaly was noted. It should be noted while continuous flush was maintained throughout the procedure, the significant amount of blood on the sdw would indicate it was not sufficient to prevent retrograde blood flow into the microcatheter and this would most likely have contributed to the difficulty opening the stent and subsequently led to the stent detaching from the re-sheath pad. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ and as analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿sdw friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.